Manufacturer narrative:
The ventilator was investigated by our field service engineer. Liquid of unknown origin was noted in the ventilator. The ventilator was cleaned and then passed all functional and safety tests and was cleared for clinical use. No ventilator logs were provided. The root cause of the reported failed internal leakage test was liquid contamination into the ventilator.

Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref #: (B)(4).